Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I swallowed corega tablets as aspirin,I thought they were aspirin [accidental device ingestion]. And it itches [pruritus]. I have red spots on my skin [red spotty rash]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 90-year-old female patient who received denture cleanser (corega triple action tabs) tablet (batch number 3479615, expiry date 30th june 2023) for oral hygiene. On (B)(6) 2022, the patient started corega triple action tabs. On (B)(6) 2022, less than a day after starting corega triple action tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant), pruritus and red spotty rash. Corega triple action tabs was discontinued on 29th may 2022 (dechallenge was negative). On an unknown date, the outcome of the accidental device ingestion, pruritus and red spotty rash were not recovered/not resolved. It was unknown if the reporter considered the accidental device ingestion, pruritus and red spotty rash to be related to corega triple action tabs. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the adverse event information was received from consumer via call center representative (phone) on 30may2022. The consumer stated that "I swallowed corega tablets as aspirin, I thought they were aspirin. I feel fine physically, but I have red spots on my skin and it itches terribly. I'm going to see the physician this afternoon". It is reported as "changed hsi outcome from "recovered/resolved "to "not recovered/ resolved".